Manufacturer narrative:
The respironics service technician confirmed the unit failed extended self testing (est) indicating the exhalation pressure was outside of range. The service technician replaced the 3 station solenoid assembly. Performance verification testing was performed, and the unit passed to specifications. The solenoid was returned to the factory for analysis. Factory analysis confirmed the customer reported event, and reported finding a broken wire.

Event description:
The customer reported the ventilator failed the exhalation valve test during extended self testing. The ventilator was not in use at the time of the reported problem.